Event description:
A baxter engineer reported a pump with a problem with its permanent settings. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.